Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Two samples were received for investigation. During the visual inspection no damage or other discrepancies were detected. During the functional testing water could pass through without problem in both samples, no discrepancies were detected. When the pump was put into operation, no alarm was activated; thus, the failure mode was not confirmed. No root cause could be determined since the complaint was not confirmed due to the sample being tested and successfully passed. No corrective action was taken since the complaint was unable to be confirmed.

Event description:
It was reported that the device tube was blocked. Patient was involved, but no injury occurred. Additional information received via e-mail: sample was received in used condition without it's original packaging. Visual inspection was conducted: as received condition the sample was pierced in a medicine bag with nutriflex lipid special novo 625 ml. Solution is visible in the tube until to the filter of the sample. Damages or other deviations were not detected. No patient injury reported.